Manufacturer narrative:
Concomitant medical products: 8731sc catheter implant date: (B)(6) 2010; 8637-40 neuro pump implant date: (B)(6) 2017; w1dr01 ipg implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited bipolar high thresholds and unipolar non-capture. Reprogramming occurred. The ra lead remains in use. No patient complications have been reported as a result of this event.